Event description:
It was reported that the pt had ineffective pain coverage. The pt was unable to feel the stimulation when the stimulation was increased. The stimulation shut off and on by itself. Reprogramming the device resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.